Event description:
It was reported by the rep the device was used in a laparoscopic tubal ligation. It was reported the iliac vein was perforated during the procedure. The case was converted to open and a vascular surgeon was called into the case to repair damage to the iliac vein. The ors said the umbilical port was the port where the perforation occurred. The hospital is keeping the device until released by risk management.